Manufacturer narrative:
A ge service rep performed an on site investigation. The left monitor needs to be replaced. The reported issue is currently under investigation.

Event description:
The customer reported "equipment not working." The fse indicated the left monitor was not displaying images. This issue will cause the system to be unusable due to the inability to see the live image. There is no report of injury or death associated with the event described in this complaint.